Manufacturer narrative:
(B)(4). Month. Day, and year unknown. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information: is the white tissue pad completely missing from the clamp arm? Did the patient experience any adverse consequences due to this issue? To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the white strip on the device came adrift and went inside the patient. It is no longer in the patient, but is stuck to the handpiece. Patient consequence was not reported.